Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump performed the load fill tubing sequence without user input while connected to the site. The customer's blood glucose (bg) level was 80 mg/dl. The customer was hospitalized and treated with solute glucose, intravenous glucagon, and an infusion of solute glucose to address bg. The customer was released from the hospital on (B)(6) 2022. No additional patient or event information was available.